Event description:
The customer reported that he had suspended the use of the insulin pump the night before due to a surgery, and his blood glucose went up to 677mg/dl. Troubleshooting was performed, and the caller stated that he had a crack on the screen. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with scratched display window, and the device was unable to prime during the prime test as a result of a protruded/loose drive support disk.